Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the analyzer would not communicate with the programmer and further that it failed functional tests. The analyzer was to be scrapped and replaced. Product ID 2067l radiofrequency programmer head. (B)(4).